Event description:
It was reported that a (B)(6) year-old hispanic female who underwent an breast augmentation primary with mentor memorygel, 3450cc breast implant experienced left-sided capsular contracture unknown grade, and local reaction post procedure. The issue was diagnosed by ultrasound examination. The patient reported that the left side was inflamed, and it got liquid and surgeon, patient stated it was painful and that liquid was removed from breast, but it was still bad and mentioned no removal of implant was done. Patient stated she had an ultrasound done (details are unknown per patient). Now the breast is getting hard and then with massage it relaxes. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical intervention, local reaction, cap con unknown grade. Manufacturer¿s reference number: (B)(4).